Event description:
The manufacturer received information alleging a ventilator had a cycle failure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing and the device's active exhalation control module was found to be broken and evidence of water ingress was present within the device. The device's active exhalation control module and flow sensor assembly will be replaced to address the issue.

Manufacturer narrative:
Device has been evaluated; however the components have not been replaced pending customer approval of the estimate.